Manufacturer narrative:
Continuation of d10: product ID 106e2 (serial: (B)(6)); product type: 0628-console <(>&<)> spare parts; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, a product issue occurred with the sheath. Spe cifically, during aspiration with the balloon catheter inside the sheath, a lot of micro-bubbles were observed in the sideport. The procedure was completed. No patient complications have been reported as a result of this event.